Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position, kinks, or separations from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient underwent a stenting procedure to treat a bifurcation lesion in the heavily calcified and moderately tortuous left anterior descending (lad) artery and the diagonal artery. Two balance middleweight guide wires were advanced, one in each vessel. Pre-dilatation was performed in the diagonal artery using a 2.0 x 15 mm trek dilatation catheter, and in the lad using a 3.0 x 6 mm cutting balloon. A 2.0 x 15 mm xience xpedition stent was successfully implanted in the diagonal artery. A 3.0 x 15 mm xience xpedition stent delivery system was advanced to the target lesion in the lad; however, heavy resistance was noted during advancement through the hemostatic valve and force was applied. The shaft of the xience xpedition kinked and snapped proximal to the hypotube. Both separated segments were removed from the patient anatomy without additional intervention. A second 3.0 x 15 mm xience xpedition stent was then implanted at the target lesion in the lad. There was no adverse patient effect and no clinically significant delay. No additional information was provided.